Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had system over temperature. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Other contact email: (B)(6). Due to characterization limit e1: initial reporter name: (B)(6). Updated field: a2, a3, a4, b4, b5, d9, e1(initial reporter name, telephone, email), e3, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer was dispatched to evaluate the unit and replaced the compressor. The compressor output test and cycling test were performed and both passed successfully. The unit was operated at 150 bpm for 24 hours during which the compressor temperature stabilized at 55 degree celsius and previously was 75 degree celsius and no high temperature alarms were observed. A functional check was performed by the customer and passed. The device is operating within normal parameters and meets factory performance specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system over temperature.